Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm and error 4 found in the device history file due to software error. Line number=3540 and file number=26.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a software error and a motor arm cannot communicate with the main arm alarm. The customer's blood glucose value was 78 mg/dl at the time of the event. The customer stated that the insulin pump restart while taking the blood glucose and had an error while the customer was changing the reservoir and the tubing. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.